Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer reported via phone call that the insulin pen is not dispensing the correct amount of insulin. Customer confirmed they prime each time and switch needles. Customer stated blood glucose levels were in the 200 to 300 mg/dl range when they started using inpen. No harm requiring medical intervention was reported. The device is not expected to return for analysis.